Event description:
It was reported that 2 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced hub separation from the device. The following information was provided by the initial reporter: needle hub stayed within the needle shield on 2 syringes. Lot #: 8351716. Item #: 324911. Date of event: 10/18/2019.

Manufacturer narrative:
H6: investigation summary: customer returned a photo of a 1/2cc, 6mm syringe with the poly bag from lot # 8351716. Customer states that the needle hub stayed within the needle shield. The photo was examined and exhibited a broken barrel tip. A review of the device history record was completed for batch# 8351716. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced hub separation from the device. The following information was provided by the initial reporter: needle hub stayed within the needle shield on 2 syringes. Lot #: 8351716. Item #: 324911. Date of event: (B)(6) 2019